Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. For sections g3 - date received by and mfg and h10 - addtl mfg narrative, has been updated to reflect the correct information.

Event description:
A caregiver reported that between the evening of 06-apr-2021 to 07-apr-2021, the adc freestyle libre 2 sensor detached from the customer's body while asleep. As a result, the customer developed hypoglycemia and had an epileptic seizure and a loss of consciousness. Emergency services were called, and an unspecified intravenous solution was provided and the customer was transported to a hospital. A lab glucose test of 26 mg/dl was obtained and the customer was diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that between the evening of (B)(6) 2021 to (B)(6) 2021, the adc freestyle libre 2 sensor detached from the customer's body while asleep. As a result, the customer developed hypoglycemia and had an epileptic seizure and a loss of consciousness. Emergency services were called, and an unspecified intravenous solution was provided and the customer was transported to a hospital. A lab glucose test of 26 mg/dl was obtained and the customer was diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.